Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument main tube was broken approximately 4.08" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Isi followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument before use and found the wrist was damaged. The customer indicated that there was no piece/ material missing at the distal end. A backup instrument of same kind was used to complete the procedure. No known impact or patient consequence was reported.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have damage at the instrument's wrist. There was no report of fragment(s) falling inside the patient. Nor was the instrument used on the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.